Manufacturer narrative:
Unit failed displacement test (302.8 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Was unable to verify calibration errors due to motor error alarms. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 112 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to MRI and drive support cap appeared normal. Alarm history showed a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.